Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection secondary to klebsiella pneumonia. The etiology of the issue was reported as ¿new illness, injury¿. It was also reported that the lab sample ¿states 50,000-100,000 cfu/ml of klebsiella pneumonia present¿. Interventions included treatment with cipro 500 mg, 1 tablet by mouth twice daily for 7 days. The outcome of the event was reported, as of sept 10, 2010, as resolved without sequelae. If additional information is received, a follow report will be sent.